Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Modification to description of event to include incision enlargement. Device evaluation: the complaint lens was returned and a visual evaluation was conducted. The lens was received in a plastic bag. The lens was inspected microscopically at 10x magnification. Surface residuals were observed on both sides of the optic and one haptic was broken. The condition of the lens is compatible with handling of the lens outside of a sterile environment. The returned sample did not meet visual inspection specifications however, the investigation results do not suggest that the broken haptic occurred as a result of the manufacturing process. Haptic damage could be a consequence of error during the loading and insertion procedure. As noted in the initial report when inserting the lens into the patient¿s eye the surgeon broke the haptic. Therefore, a results code of operational problem and a conclusion code of operational context caused or contributed to event was used. Placeholder.

Manufacturer narrative:
Based on the manufacturing record review the production order was manufactured according to specifications. A review of the raw material/manufacturing procedures was performed for the period when this production order was manufactured and no changes were implemented during the manufacturing of this production order in method, inspections or specifications that could be related with this complaint type. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that while inserting the lens into the patient's eye the surgeon broke the haptic. It was stated that the lens was in the eye and had to be removed. The eye did require suturing. No vitrectomy was performed. No adverse effect and no serious injury were reported. It was stated that the report was attributed to use error. A new lens was able to be implanted. No medical complications were reported.

Event description:
It was reported that while inserting the lens into the patient's eye the surgeon broke the haptic. The lens was removed from the eye during the same procedure. The incision was enlarged and suturing was required. No vitrectomy was performed. It was stated that the report was attributed to use error. A new lens was implanted.